Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. This small tear, caused a leakage, which diverted the fluid from completing the fluid path. It could not be determined if the external tear affected insulin delivery. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the device to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl while wearing the pod on the arm for longer than 48 hours. The patient called emergency services and was advised to changed the pod. As treatment, the patient applied a new pod and delivered correction boluses.